Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "high pressure result." No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the pump to be in good physical condition. "High pressure" alarm messages after pump started were found upon review of the event history log. The pump's pressure switch test was performed. The pressure switch was found to be not activated during the investigation. The pump was further inspected and fluid ingression was found. The "high pressure message" issue was caused by fluid ingression. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.